Manufacturer narrative:
Additional information received on 02 february 2017 and includes: the revision was completed successfully. On 10 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: femoral revision few weeks after primary cementless tha in a very small, elderly lady, following periprosthetic fracture. The only image supplied does not allow any conclusion to be drawn: the stem appears to have subsided, but reasons cannot be determined. There is no indication that leads to suspect a faulty device. Additional information received on 23 february 2017 and includes: the fracture was not related to any trauma. Batch review performed on 23 february 2017. Lot 161930: (B)(4) items manufactured and released on 22 june 2016. Expiration date: 2021-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
Revision due to periprosthetic fracture 3 months after primary surgery; the stem was loose. The surgeon removed the stem with the head and the liner and replaced them.